Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while attempting a 50 joule test shock, that their device locked-up and became unresponsive.  The customer advised that they were not able to power the device off until they removed the batteries. There was no patient use associated with the reported event.